Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
1 each of the bottles in this case of 10 came open and unsealed. No injury or adverse event.

Event description:
1 each of the bottles in this case of 10 came open and unsealed. No injury or adverse event.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation : one sample and one photo were provided to our quality team for investigation. Upon visual inspection, the pleurx kit had all required components, the drainage line was wrapped and secured, and the package for the pleurx drainage kit was observed to be open. Based on the inspection performed, the reported failure mode could be confirmed. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. During packaging, the operator must place the bag in the machine to be sealed and verify the seal is complete. Based on the quality team's investigation, the root cause of this incident is related to the manufacturing personnel not following procedure. Awareness of this incident to the manufacturing personnel along with training has been performed to prevent future occurrences.